Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the graphic user interface (gui) central processing unit (cpu) and backlight inverter printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during testing the 840 ventilator screen lock when powered on. There was no patient involvement.